Manufacturer narrative:
Follow-up information received on 19-jul-2016: (B)(4). Follow-up attempts were completed, with no response to date. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-jul-2016 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During the procedure, one insert was placed easily; however there was an impossibility to move up the second insert. A laparoscopy was performed and the insert was removed. These events are listed in the reference safety information for essure. During difficult insertions, essure placement may be unsuccessful. In this particular case, physician stated it was impossible to move the second insert; however the exact reason for this insertion difficulty was not specified. One insert was removed by laparoscopy, but is also unclear which one was removed (the first or the second one). Although limited information was provided for a comprehensive causality assessment, given events' nature causality with the suspect insert cannot be excluded. This case was considered an incident, as although it is unclear the exact reason for essure removal (if the removal was done as alternative contraceptive measure/tubal ligation or due to a complication related to the insert) a surgical intervention was required. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information could not be obtained, despite follow-up attempts.

Event description:
This is a solicited case report received from a nurse in (B)(6) on 27-apr-2016 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, study number: (B)(6). Study description: essure generic reimbursement program. On (B)(6) 2016 the patient had an attempt of essure (fallopian tube occlusion insert) insertion with lot number d72015. It was reported that one insert was placed with no difficulty. Impossibility to move up the second insert, so laparoscopy was performed for tubal ligation. Insert (possibly on left side) was removed via laparoscopy. Bilateral placement was not performed because essure procedure was stopped. Follow up information received on 19-may-2016: quality-safety evaluation of product technical complaint (ptc): (B)(4). As of 16-may-2016, the rqu (responsible quality unit) has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. Usability issues (uis) are typically acts that lead to a different result than expected by the user. Examples include, but are not limited to, handling errors, deviations from the instructions for use, non-product related anatomical issues, or other customer satisfaction issues. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. During the procedure, one insert was placed easily; however there was an impossibility to move up the second insert. A laparoscopy was performed and the insert was removed. These events are listed in the reference safety information for essure. During difficult insertions, essure placement may be unsuccessful. In this particular case, physician stated it was impossible to move the second insert; however the exact reason for this insertion difficulty was not specified. One insert was removed by laparoscopy, but is also unclear which one was removed (the first or the second one). Although limited information was provided for a comprehensive causality assessment, given events' nature causality with the suspect insert cannot be excluded. This case was considered an incident, as although it is unclear the exact reason for essure removal (if the removal was done as alternative contraceptive measure/tubal ligation or due to a complication related to the insert) a surgical intervention was required. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Follow-up information is expected.